Event description:
It was reported that the loss of capture and high pacing threshold were observed. The lead was explanted and replaced. Patient condition post procedure was fine.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4)3 device evaluation anticipated, but not yet begun.